Event description:
It was reported that during a supply change the applicator fell apart while the ilet user attempted to lock it, leading to difficulty inserting a new infusion site and connecting the set. There were no reported adverse clinical effects. Outcomes included successful insertion of a new infusion site and completion of cannula fill after troubleshooting and education. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed a user error consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user technique.